Manufacturer narrative:
The field service engineer found that sample tubing was out of a guide and damaged. The wash wells were dirty. The tubing was replaced and the system was cleaned. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The pinch valve tubes were replaced, but the issue was not resolved.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for prolactin on a cobas e 411 immunoassay analyzer. The initial prolactin result was < 0.047 ng/ml with a data flag. The repeat result was 10.98 ng/ml. The questionable result was not reported outside of the laboratory. The prolactin reagent lot number and expiration date were not provided.